Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction related to active exhalation control module was observed. The device's active exhalation control module was replaced. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction related to active exhalation control module was observed. The device's active exhalation control module was replaced. The active exhalation control module was returned to the manufacturer's product investigation laboratory for additional evaluation. No visual defects were observed. The technician was unable to duplicate any issues or alarms. The component was tested and passed all testing. The component was found to function as designed. The component has been scrapped per manufacturer's policy.